Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2006, a monarc subfascial hammock was implanted. It was reported that the pt suffered and will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities as a result of the implantation of the pelvic mesh product.